Event description:
The explanted generator will not be returned as the facility will not return explants without a subpoena.

Event description:
It was reported through clinic notes dated (B)(6) 2012, that the patient experienced an increase in seizures the week prior. Due to the increase in seizures, the patient's mother increased his medications. It was also noted in the clinic notes that the patient's generator was interrogated and found to be at end of service. It is unclear at this time if the increase is believed to be related to the end of service. The patient has been referred for revision however revision has not occurred to date. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, indicating that the patient underwent a generator replacement procedure on (B)(6) 2012. Attempts for product return are underway.

Manufacturer narrative:
.